Event description:
It was reported that an hour after initiation of support the delta p went to 150 but flow and rpm did no change. When the circuit was changed there were no visible clots. The clinician reported that the pt expired due to the cannulae falling out. (B)(4).

Event description:
(B)(4). MFR ref# 8010762-2015-00697.